Manufacturer narrative:
(B)(4). This is a report of a use error where an incomplete prime occurred due to forgetting to open the clamp on the patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the patient forgot to open the clamp on the patient line extension and as a result, the patient line did not prime. The patient stated that they then connected. The technical service representative explained to the patient that they must open the clamp on the patient line extension when priming. The tsr advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.